Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had experienced stimulation in the wrong location. The patient stated the stimulation on went to the stomach/backside and "can hardly see now go" went to the hospital a night prior to the call because they could not turn off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.